Event description:
A report was received that the physician suspected that the patient had an infection. The patient's symptom was fever. The physician placed the patient on oral antibiotics. The patient was reportedly doing well.